Manufacturer narrative:
It was reported that a patient underwent a pdc removal following ongoing symptoms. The patient was implanted with a pdc at c5-6 on (B)(6) 2021 by the implanting surgeon. During the initial surgery a 5 mmld implant was initially placed and then explanted, it was replaced with a 5 mml implant. Patient continued to have ongoing symptoms that were not relieved by the pdc implant. Patient had the pdc removed on (B)(6) 2022 by removal surgeon, patient was fused with a cervical plate and cage. A review of the DHR found no anomalies associated with the complaint. Complaint trending found the rate of complaints were patient pain was reported without an indicated device problem on malfunction were remote. The risk assessment identified pain associated with multiple hazards and hazardous situations. No further detailed risks could be identified without an associated cause of the ongoing symptoms. Device was provided to exponent for evaluation, device analysis is in process. The investigation determined the cause for removal was not linked to the device. The patient's symptoms were also indicated to not be associated with the device. The cause of these symptoms is unknown, thus a device problem was not confirmed. This submission is 1 of 1 devices involved in this event.

Event description:
A pdc removal was completed on (B)(6) 2022 with the removal surgeon. The patient complained of on-going symptoms so the surgeon made the decision to remove the device and replace it with a fusion cage and plate system. There was no indication of a device malfunction. During the implantation surgery a 16 mm device was explanted and replaced with a 14 mm device.